Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.

Event description:
A (B) (6 )male with a previous history of ischemic cardiac disease, hypertension, diabetes, hostile abdomen and pancreatic tail resection, underwent aaa repair on (B) (6) 2009. The pt's anatomical form was suitable for endovascular repair. After deployment of the main body graft and the ipsilateral iliac leg graft, a converter was placed. During the ipsilateral iliac leg graft placement, a moderate amount of blood leaked from the hemostatic valve. When the gray positioner of the converter delivery system was withdrawn blood squirted out heavily from the hemostatic valve. An introducer was inserted in the hemostatic valve to stop the leakage. Total hemorrhage volume was 829ml. The pt's status is one of improvement.